Manufacturer narrative:
Section references the main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who received hydromorphone (12.8mg/ml , 4mg/day) and bupivacaine (6.4mg/ml, 2mg/day) in an implantable pump for chronic pain. The pump did not control the patient's pain as needed since implant. The patient was admitted for a dye study. Interrogation of the pump revealed no motor stalls. The dye study was performed; results were not reported. The issue was considered to be ongoing. The patient's status at the time of the event was stated to be alive with no injury. No surgical intervention occurred or was planned. Additional information was requested from the healthcare provider (hcp) regarding results of the dye study, actions/interventions required, and of the cause of no pain control was determined. If additional information is received, a follow-up report will be submitted.